Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the plunger could not be confirmed as no resistance observed retracting the plunger during analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty removing the plunger could not be determined. The subsequent unraveled knot and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary intervention. Reportedly, when the suture was pulled out of the anatomy, there was resistance removing the plunger. The knot was not formed. Another proglide was used with the same result. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.